Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The patient felt weird while driving, the cgm reading was in normal range. She stopped at a speedway and another unknown bystander who happened to be an rn noticed her struggling and called for ambulance.. The patient was treated with soda and candy by unknown bystanders- the cgm reading was still around 124 mg/dl. 911 arrived and they took a bg reading which was 46 mg/dl. The patient was treated with IV dextrose (d5w) and taken to the hospital. Emts administered IV glucose and monitored on way to emergency room (ER). At the hospital the patient was monitored. There was no documentation about the discharge date. At the time of the report the patient was still recovering and slightly weak. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.